Event description:
Patient reported the up/down button on the infusion device is non- functional. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button does not respond to commands due to the contamination inside the button.